Event description:
It was reported that the stimulation was shutting off without manually turning it off. A manufacturer representative was going to meet with the patient on (B)(6) 2014 to interrogate the device and seek more details. The patient was getting less than (B)(6)% therapy relief and was experiencing pain in their back and legs. The patient status was alive with no injury at the time of the report. It was further reported that the last time the stimulator shut off the pain nearly dropped the patient to their knees. The device had turned off 3 times during the week of the report including on the day of the report. It was further reported that there were no malfunctions seen and no cause determined. There were no further interventions planned. The patient was experiencing effective therapy at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).